Event description:
The complainant reported a 64 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, a device related hematoma was discovered. Multiple blood products were delivered as a result.

Manufacturer narrative:
The impella device was returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
It was reported a large late presenting hematoma was observed at the impella access site. The patient required a massive transfusion, and despite blood products the patient had worsening hemodynamics. An investigational ultrasound of the left groin revealed no issues. The patient continued to decompensate, the complication could not be identified, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2022-01751 was provided in sections b2, b5, d6a, d6b, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.